Event description:
Complainant alleged that during patient use, the autopulse® platform performed three compressions and then stopped. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
It was also reported that during an onsite training with the customer, the autopulse deployment specialist observed that when the autopulse was deployed, the incorrect pins for the shoulder straps were being used. For instance, the yellow strap was connected to the lower pins, not at the correct placement of the yellow lines. It was also observed that the chest strap was being tightened too tight. It is unknown how the strap was utilized during this incident. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.